Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during implant, the device failed to detect ventricular fibrillation (vf) and initiate therapy during vf induction. A manual shock of 25j was delivered through the device. The device was not implanted and it was replaced with a new one. No patient complications have been reported as a result of this event.